Manufacturer narrative:
Additional information: (B)(4). Correction: eventon the initial emdr 3500a incorrect, please remove, "this file is the second file (2027969-2019-00465). The first is (2027969-2019-00464) of two files."

Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results further investigation to determine whether the product failed to meet specifications cannot be pursued because the customer did not provide a lot number. The root cause cannot be determined due to insufficient information. No corrective action is required.

Event description:
It was reported that a customer had been experiencing faint positive lines on the hcg combo cassette when testing urine samples. The customer stated that there have been at least two instances where a positive result was obtained with two different patients. One patient was tested on 3/27, and the date of the second patient is unknown nor were the reasons for the testing of the patients. Blood tests were performed the same day the positive results were obtained. The blood test revealed that the patients were not pregnant. However, if a procedure was scheduled, it was most likely canceled for that day as they would treat based on the result of the hcg test. The customer stated they typically use the test prior to a procedure (birth control implant, or biopsy) or due to a missed period. This file is the second file (2027969-2019-00465). The first is (2027969-2019-00464) of two files. Troubleshooting occurred reviewing the possible contributions to false positive results such as deviations from technique, storage/handling of the devices, cloudy/turbid urine and/or urine sample with visible particulates may produce a positive result. Review of the product insert-emphasis on the quality control, limitations, intended use section of the product insert and informed her that a timer is required but not provided in the kit.